Event description:
According to the reporter: a piece of the instrument broke while inside the patients cavity. The piece was retrieved by the surgeon with a grasper. Delay in or time was minimal. Opened a new device to complete the procedure. No injury reported.

Manufacturer narrative:
Date of report: november 12, 2007.